Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development evaluation observed that tip of the bender was broken off and the broken piece was not returned. The break was on the tip closest to the handle, where the slot transitions to the radius which fits around the rod when in use. No other damage was evident. (B)(4). Changes to the material and slot geometry were released in (B)(4) 2011. This device was manufactured september 2009 which is prior to release of the changes. This complaint is deemed valid from a design perspective.

Event description:
According to the reporter, during a posterior spinal fusion procedure the surgeon was bending the rod and with the coronal rod bender. The tip of the coronal rod bender (03.632.040) broke off. Broken fragment was retrieved and discarded of by the account. Surgeon complied procedure with no further problems. No adverse effect to patient.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).